Event description:
A pioneer plus catheter was selected for use in a pt for the endovascular treatment of an unk lesion. It was reported that the pioneer plus catheter was inserted and advanced to the intended lesion. Although there was an ivus image, the image was inverted, such that the displayed needle was 180 degrees opposite where it should have been positioned (that is, the needle was seen at the 6 o'clock position rather than at the 12 o'clock position). The ivus system was turned off and then restarted; however, the same misalignment of the needle on the ivus system was observed. The physician elected to complete the case without the aid of the ivus, and the needle was able to be deployed in the correct position and treat the lesion successfully. No clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Results of eval: ivus display. Conclusion: ivus display.